Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that date on the pump was inaccurate; cause was unknown. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the date on the pump.